Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited variable pacing impedance measurements from 330 to 1250 ohms. A surgical revision was performed and the lead was surgically abandoned and replaced. The lead had not been tested via the pacing system analyzer (psa) during the revision, and no visible damage was noted to the lead. No additional adverse patient effects were reported.